Manufacturer narrative:
(B)(6). Manufacturing facility - the devices were manufactured at one of the two following manufacturing sites: (B)(4). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign substance was observed in three (3) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to treatment. There was no patient involvement. No additional information is available.